Event description:
(B)(4).

Manufacturer narrative:
The gas sensing unit was replaced and the repaired unit was returned to the customer.

Manufacturer narrative:
The customer reported that after they had received the device that was sent in for repair, they were getting a constant "check water trap" error. The device was sent back in for evaluation, and nihon kohden confirmed customer complaint. This device was opened up and it was found that the dry line receptacle sensor was not plugged in. The sensor was plugged in and the device was retested. This device warmed up and passed both air and gas calibration. The repaired device was once again shipped back to the customer.